Event description:
A hosp in germany reported that the vent assembly on the water bag spike of an mr290 autofeed humidification chamber fell out easily. The alleged malfunction was detected prior to use on a pt.

Manufacturer narrative:
An initial assessment has been done based on the event description and previous investigations. The event description suggests that the vent assembly on the spike of an mr290 autofeed humidification chamber was not fitted properly such that it fell out easily. The air filter port assembly is inserted into the waterfeed spike initially by hand, then pressed in tightly by machine. We expect that this final pressing operation was not carried out on this particular chamber waterfeed set. Our records indicate that this is the only complaint we have received on this issue for the given lot number. The device was out of spec. This is a rare complaint, with a very low occurrence rate.